Event description:
It was reported that tip detachment occurred. Duing preparation of a 300cm v-18 control wire, it was noted that the tip of the guidewire was separated from the main shaft of the wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box labeled batch 26532674, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The returned guidewire had the distal tip bent. No other anomalies were detected in the device. The outer diameter of the distal, middle and proximal sections of the device are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that tip detachment occurred. During preparation of a 300cm v-18 control wire, it was noted that the tip of the guidewire was separated from the main shaft of the wire. The procedure was completed with another of the same device. No patient complications were reported.